Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: g4 (510 k). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and replaced the shock mount to resolve it. The unit passed all the functional and safety tests as per factory specifications. It was returned to the customer ready for clinical use.

Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) was making excessive noise when turned on. There was no patient involvement reported.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) was causing excessive noise and the device has not been used by patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.